Event description:
Complainant alleged that during a cath lab procedure, the clinician was attempting to monitor a pt (age and gender unknown), but the device displayed in "ECG lead off" message on the screen. The clinician was able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.